Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. On 2021-04-16 at 08:39 am a new therapy was started. A volume of 296ml and a time of 1h 30min was selected. The infusion was started and about one hour later the infusion stopped by an air alarm. The air alarms during the infusion were found and it could be detected that a line change was performed, two times. The infusion finished at 10:13 pm with a volume of 296ml. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,28%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under-infusion". 296ml over 1.5 hours at 197.3 ml/h (started 08:39) reported as having around 35ml remaining. "